Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.57 volts and the charge time was 25 seconds. There was a concern that the battery depleted earlier than expected. This device was planned for subsequent changeout as it was now near end of life (eol). There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date information suggests that this medical device was changed out but has not yet been returned to the boston scientific crm post market quality assurance laboratory for analyis purposes. If new information becomes available, this report will be further evaluated and updated.